Event description:
It was reported that guide wire tip detachment occurred. In (B)(6) 2014, patient presented to the hospital with a lateral stemi and was admitted. The target lesion was located in the distal obtuse marginal (om) artery. A 185cm kinetix guide wire was advanced but was unable to track into the target lesion. The physician used a 1.2mm unspecified balloon catheter to increase support but still was unable to advance the wire more distally due to extreme tortuosity of vessel. An unspecified stent was then placed over a non-bsc wire to act as a buddy wire for support and attempted to move the guide wire. The wire pulled back normally but the tip did not move back and was left behind. The stent was pulled back to assess the position of proximal end of wire and appeared to be entirely within the coronary thus, there is no prospect of snaring it out. Another unspecified stent was used to jail the wire fragment resulting in a successful angiographic outcome. The procedure was completed.

Manufacturer narrative:
Device evaluated by MFR.: the kinetix guidewire was received with no other devices. The core wire and high torque sleeve (hts) were fractured. The guidewire was measured and within specifications. The length of the separated distal segment is unknown as it was not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. In (B)(6) 2014, patient presented to the hospital with a lateral stemi and was admitted. The target lesion was located in the distal obtuse marginal (om) artery. A 185cm kinetix guide wire was advanced but was unable to track into the target lesion. The physician used a 1.2mm unspecified balloon catheter to increase support but still was unable to advance the wire more distally due to extreme tortuosity of vessel. An unspecified stent was then placed over a non-bsc wire to act as a buddy wire for support and attempted to move the guide wire. The wire pulled back normally but the tip did not move back and was left behind. The stent was pulled back to assess the position of proximal end of wire and appeared to be entirely within the coronary thus, there is no prospect of snaring it out. Another unspecified stent was used to jail the wire fragment resulting in a successful angiographic outcome. The procedure was completed.

Manufacturer narrative:
(B)(4).